Manufacturer narrative:
Product was not returned for investigation. The device labeling indicated the product is not to be used in the genital area; therefore this was off-label used.

Event description:
Tria beauty, inc was notified that a customer developed skin blister in the general area after using the hair removal laser.